Event description:
Dealer stated that the end user alleges that while in the store he hit a bump and one of the unknown sides of the front riggings quick release pin came off resulting in the consumer running over the footrest and spinning around and hitting and end cap shelf.